Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: fluid side occlusion channel a failure. Case notes: problem description: 02/05/2018 09:06:04 (B)(4). Customer called due to experiencing fluid side occlusion failure on channel a while performing preventative maintenance. Recommended swapping channel b and a to see if the fault follows the module. If it does then replace that drive module. No patient involvement. No serial number provided.